Event description:
On (B)(6) - it was reported by the consumer that the irc1710 aerosol compressor would not function. There was no patient injury reported. No additional information was provided regarding the event, and should we receive it, this file will be revised, and a supplemental MDR report will be submitted.